Event description:
A report was received that the patient had an infection at the pocket site. Patient's symptoms were fever and warmth at the ipg site. The physician believed that the infection was procedure related. The patient was prescribed with intravenous and peripherally-inserted central catheter line of antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #:(B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that no further information could be provided to bsn. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Patient's symptoms were fever and warmth at the ipg site. The physician believed that the infection was procedure related. The patient was prescribed with intravenous and peripherally-inserted central catheter line of antibiotics. The patient underwent an explant procedure.